Event description:
It was reported that the pulse generator exhibited loss of capture. No report of an intervention had been reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.